Event description:
Olympus (omsc) was informed that during a laparoscopic cholecystectomy, the customer endoeye flex deflectable videoscope¿s ¿release worked several times without permission.¿ the intended procedure was completed using another similar scope. No injury or harm was reported to olympus. It was reported that, prior to procedure the scope was inspected with no abnormality observed.

Manufacturer narrative:
Following the procedure, scope was brought back into to troubleshoot but no defect occurred and the scope could be used without any problem. Release button 1 was set for remote buttons 2 and 3 of the scope but release button 1 was set only for 2 at the request of the facility. Th results of the device evaluation is pending. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the remote switch cable running inside moved due to handling conditions such as the routing of the universal cord, and the broken part of the signal line corresponding to remote switch 2 came into contact with the general shield line. The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. Olympus will continue to monitor field performance for this device.